Manufacturer narrative:
Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected bolus stopped alarms were noted during testing. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm. The customer¿s blood glucose level was 308 mg/dl. The customer was treated with pen for high blood glucose. Customer stated that the bolus not delivered alerts throughout the day. The troubleshooting was performed and they were able to clear the alarm. It was also reported that the bolus stopped alarming was recurring through out the day. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until the replacement pump arrives. The insulin pump will not be returned for analysis.